Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 425mg/dl with large ketones associated with a damaged cartridge compartment. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued the pump. The reporter noted that the patient's healthcare provider had adjusted basal rates. The reporter confirmed that there was no damage to the cartridge cap and that there was no moisture/corrosion in the cartridge compartment. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a damaged cartridge compartment.